Event description:
(B)(4). This has been ongoing for quite sometime....the date is an estimate. I have bloating all the time, constipation, cramping around my tubes. Constantly tired, my memory is horrible, scatter brain it's horrible. I have to write down every detail if I don't I'll forget it.

Event description:
(B)(4). Essure was implanted on (B)(6) 2007. Shortly after, I started to see a difference in things. It started off with awful periods with severe cramping and I followed up with my dr who assured me that I was okay and it was not because of essure. As time went on, things didn't really get any better. I am always tired and irritable, constipation that would last 3-4 days. My memory is horrible, can't remember anything without writing it down. Back pain is horrible, headaches most of them migraines at least every couple months. I recently followed up with my gyno and decided to go with dr (B)(6) in (B)(6) hosp for the removal of the devices. I went in for surgery on (B)(6) 2016. I am at 2 weeks post op and was admitted to the hospital with shortness of breath and chest pains. I was diagnosed with a "pe" pulmonary embolism because of a blood clot in my right lung due to surgery from essure.